Event description:
Patient's daughter reported that 2 v-go's fell off of the patient not long after application, the adhesive pad did not stick to the body. The date of the second occurrence was not available but it happened after (B)(6) and before (B)(6).

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows:the complaint about the devices falling off could not be confirmed. The adhesive pads were inspected and were found to have moderate adhesion left on the pads. Due to the used conditions of the pads, the original adhesive properties of the devices could not be verified.